Event description:
The user facility reports that the tonsil snare failed to cut through tissue and release, necessitating the surgeon to remove add'l tissue to free the snare and tonsil tissue. The snare push rod that is attached to the movable handle jumped out of the channel and jammed, preventing the snare contraction around tonsil. The surgery tech had to remove the thumbscrew to reset the snare. It appears that the distal channel is bent. The physician is concerned about where the snare was positioned, too close to carotid artery.